Event description:
It was reported that a user experienced a hyperglycemic event with a continuous glucose monitor reading up to 290 mg/dl after eating a lunch containing rice and flour without announcing the meal while using the ilet system with a teflon infusion set placed in the abdomen. Symptoms included no reported clinical manifestations. Outcomes included no alarms, no alerts, no hospitalization, and return to target range during the call. Investigation included case review, user communication, and troubleshooting of use patterns. Investigation of this case revealed incorrect use due to a missed meal announcement, with no evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational error due to missed meal announcement.

Manufacturer narrative:
Initial.